Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient¿s pulses were palpable. The urine was red in color and prompting a discussion about concerns of hemolysis. Upon arrival, the patient suffered a stroke and was transferred to interventional radiology where an observed thrombus was removed. Heparin was held due to the questionable cerebral vascular accident and the medical staff was considering tissue plasminogen activator. It was stated that the patient would be transitioned to left ventricular assist device destination therapy. The patient was escalated to the impella 5.5.